Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator had no sound and showed an error log 5.2 audio failure. There was no patient involvement.